Manufacturer narrative:
Other relevant device(s) are: product ID: 3389, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received cardiac defibrillation, and was doing fine. On (B)(6) 2018 the patient started to have involuntary movements on one side of their body. An MRI was performed and it was noted that there was potential damaged surrounding the lead. Impedance measurements of the system were normal. The patient's therapy impedance was 794 ohms. No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturing representative. It was reported that the symptoms remain ongoing. There has been no action taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative, electrode impedance values were provided from before and after the defibrillation. It was shown that while the impedance values were in range, the impedance slightly decreased after the defibrillation.